Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support walked the caller through resetting the pump, but the error persisted. Consequently, technical support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was satisfied with the assistance provided.